Event description:
A malfunction alarm with code "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer did not reset the pump in the past 24 hours, so technical support provided pump reset instructions and assisted with resetting it. The malfunction code did not recur after the reset, and the customer was instructed to call back if any issues arose. Customer was able to continue using the pump.